Manufacturer narrative:
The reporter stated that the pcs2 device was unplugged and all panels in place when the event occurred. There is no electrical energy storage devices within the pcs2 which would maintain high voltage when not plugged in. Even when plugged in the front and rear panels are isolated from line power. The integrity of this isolation was verified by the field service engineer. The electrical safety of the design of the device has been verified by a third party and is evidence by the etl mark. The field service engineer evaluated the device at the customer location. He performed safety analyzer test, tested all power supply voltages as well as incoming ac voltage, performed visual inspection for chaffed/frayed wires, checked for any stray voltage on chassis. All tests passed and were in range. Tested all parameters and the unit meets MFR's specs. The engineer also checked the room for any other sources of damaged electrical connections or equipment and none were found. Haemonetics (B)(4).

Event description:
Haemonetics received a report on (B)(4) 2014 for a pcs2 device "employee states touching machine and receiving an electrical shock. Customer states the machine panels were in place and machine was unplugged." The technician reported that he had completed maintenance on the load cell of a pcs2 device. The device was unplugged and all of the panels were in place. The technician stated he completed his documentation and went to move the device when he was electrocuted. He stated that his hand was held to the device for a few seconds. He also stated he was wearing blue exam gloves and that a portion of the gloves melted, but he disposed of the gloves and did not save. The immediate symptoms reported were twitching, pain in his chest and a headache. The technician was transported to the local emergency room by a co-worker. His vital signs were within normal limits. An EKG and x-ray were taken with normal results. The technician states he is continuing to experience twitching, headaches and back pain and was referred to a neurologist.